Event description:
The customer reported that the unit of measurement setting of their freestyle flash changed. The customer's meter has been requested for investigation. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.